Manufacturer narrative:
B3: event date is estimated. "The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000180575".

Event description:
It was reported that the patient's lead had migrated. It is unknown which lead attributed to this issue. Surgical intervention was undertaken on (B)(6) 2026 in which the lead was pulled down to its original location. Therapy was restored following the procedure.

Manufacturer narrative:
A patient experiencing lead migration was reported to abbott. The patient¿s lead was revised. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.